Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: jr 4 6f,stent: xience sierra 3.5 x 15 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the right coronary artery with 70-90% stenosis. A 4.00 x 12 mm nc trek balloon dilatation catheter (bdc) was inflated for 20 seconds to 17 atmospheres for post-dilatation of a 3.5 x 15 mm xience sierra stent. Following post-dilation, difficulty was reported deflating the balloon. Negative pressure was held for 20-30 seconds and the bdc was finally removed partially inflated with resistance from the guiding catheter. Post procedure the stent was confirmed to be apposed to the vessel wall. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images received do support the use of the nc trek balloon catheter but a partial inflation is not seen. Even the still image with stent boost does not clearly depict a partially inflated balloon. The balloon marker can be seen but a partial inflation although possible cannot be confirmed. The resistance of retraction through the guide catheter cannot be confirmed. There is no movement of the guide to indicate difficulty in retraction. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.